Event description:
Additional information: it was reported that the issue was resolved; they aspirated air out of the pump. There was no adverse effect on the patient; the patient was doing fine per the doctor. Drugs delivered via the pump were dilaudid and bupivacaine.

Event description:
A problem aspirating or filling the reservoir during a surgical procedure was reported. Additional information has been requested and a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2004-(B)(6), explanted: unk.